Event description:
Pt was undergoing a laparoscopic cholesystectomy. The ethicon rt angle clip applier used on cystic duct and artery was misfiring. The staples were firing at a 90 degree angle different than the way it should be firing. Clip applier removed from field, replaced, and same technical difficulty. A 3rd clip applier was opened and fired correctly.